Event description:
It was reported that, oversensing of myopotentials and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. No intervention has been taken. The patient was stable.